Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1541 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that this patient found that the catheter completely ruptured at the connector the following day after placement. The nurse was told and judged that it was unusable. The catheter was therefore removed. No other information was provided.